Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 04 march 2026, a 25 mm amplatzer amulet left atrial appendage occluder was selected for implant using a 12f torqvue sheath for a left atrial appendage (laa) closure. Prior to procedure, a trivial effusion was noted. The landing zone at 0 degrees was 19mm, 45 degrees was 22mm, 90 degrees was 23 mm, and 135 degrees was 18 mm. Transesophageal echocardiogram (tee) and angiography imaging modalities were used during the procedure. Sizing of the device was determined by tee. During the procedure, an unknown dose of heparin was administered. The patient's activating clotting time was above 300 seconds. The left atrial pressure was 12mmhg. Transseptal puncture was made in the inferior/mid location. Wire positioning was in the left atrium. It was attempted to optimize the disk onto the coumadin ridge without success. A tension test was performed and close criteria were met. When the device was released, the disk slipped back down the ridge. The device was implanted. A reversal agent and fluid were administered during the procedure. Two days post-procedure, the patient presented with pericardial effusion. A pericardiocentesis was performed and 800cc of fluid was drained. The physician believed that the pericardial effusion was worsened by the amplatzer amulet left atrial appendage occluder device. The patient status was stable.